Event description:
It was reported that the insulin pump alarmed motor error during bolus. Troubleshooting was done. Customer uses sensor features. Advised customer the false motor error alarm may be caused by viewing the sensor glucose graph while the insulin pump is delivering bolus. Advised customer to allow the delivery of bolus completed before accessing the sensor. Customer's blood glucose was 362 mg/dl. Advised customer the insulin pump would be replaced. Customer stated would like to speak to their health care provider before sending their old insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.